Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic technician reported that a patient interface lost suction after the first pass at 26% of treatment. A second bar code was used to complete the procedure with no patient harm.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event the laser was successfully verified prior and after the treatment. Review of the logfile for the day of treatment shows that the treatment was aborted due to the user released the laser pedal and interrupted the treatment during channel cut and pressed the vacuum pedal instead of the laser pedal. This shuts down the vacuum pumps and the system aborted the started treatment. So the reported issue is not caused by the system or the used patient interface but by the user. There is no technical problem and the reported suction loss is due to the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal after he interrupted the treatment. The manufacturer internal reference number is (B)(4).